Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. The unit had a minor scratched display window. No cosmetic damage was found.

Event description:
The customer called in to report low and high blood glucose levels. The customer stated she raised her basal rates. The customer's blood glucose level was ranged from 40 to 300 mg/dl. The customer declined to troubleshoot. The customer requested a replacement insulin pump. The customer's device was replaced and returned for analysis.